Manufacturer narrative:
The part was reportedly lost in transit from a foreign country. The leaking fowler cylinder may be caused by fluid in the gas cylinder. Failure of the cylinder cannot be confirmed without evaluation however.

Event description:
It was reported that the fowler would only remain in the down position and could not be locked in the "up' position during a pt transport. No adverse consequence is alleged.